Event description:
It was reported to philips that the mavig arm on which the x-ray shield hangs was broken. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the arm on which the x-ray shield hangs was broken. A philips remote service engineer identified that the reported issue occured due to a third party (mavig) part. The customer contacted third party to resolve the issue. The remote work order was cancelled and no further action was performed at the time. Based on the information available, it is understood that the malfunction was with the mavig part (third party system) and not with the allura system. Philips has notified mavig regarding this reported incident. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such the complaint was reported. Since that time, it was identified that there was no malfunction with the allura system, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcomes.